Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented into hospital for an unrelated procedure. Routine check prior to the procedure indicated that the right atrial lead was not capturing at max output. All other measurements were normal. Due to the patient's advanced age, the lead was reused. The patient was stable post-procedure.